Event description:
Subsequent to the initially filed report, the following information was received: the suture of the first proglide device was successfully pre-placed. A cuff miss occurred with the second proglide device. The suture of a third proglide device was successfully pre-placed. The sheath remained 8.5f and the ablation procedure was completed. Hemostasis was achieved with the successfully pre-placed sutures of the first and third proglide devices. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (IFU), states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviation contributed to the reported difficulties the reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
2017-improper or incorrect procedure or method-failure to follow steps/instructions. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8.5f sheath hole prior to an ablation interventional procedure. A femoral angiogram was not performed. Reportedly, a cuff miss [suture retrieval issue] occurred. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.